Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent right total hip arthroplasty on an unknown date. Subsequently, patient was revised on the right side on (B)(6) 2006 due to infection and pain.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 1 of 11 mdrs filed for the same event (reference 1825034-2014-00589 & 03057/ 03066).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: product identification/expiry date; date implanted; manufacture date.

Event description:
It was reported that patient enrolled in a clinical study underwent right total hip arthroplasty on an unknown date in 1989. Patient underwent a revision procedure on an unknown date in 1999 for unknown reasons. It was further reported patient underwent a revision on (B)(6) 2005 for unknown reasons. Patient underwent a radical debridement procedure on (B)(6) 2006. Subsequently, patient was revised on the right side on (B)(6) 2006 due to infection and pain.